Manufacturer narrative:
\The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant of the epicardial atrial lead the impedance measured within normal limits. Once the lead was connected to the device, there was a reading of high impedance. Thresholds were good. It was felt that this reading may have been attributed to the physician sewing due to the lead being an epicardial lead. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.